Manufacturer narrative:
Device history record (DHR) for the device has been reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a small uncut edge of the flap in the left eye. No patient harm. Additional information requested.

Event description:
Additional information received states the surgeon used surgical scissors to remove the uncut area and proceeded with laser treatment. The uncut area was at the 6 o'clock position.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).